Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer passed away on (B)(6) 2009 in a hospital. The caller reported the customer was hospitalized on (B)(6) 2009 before their passing. The customer's blood glucose was unknown at the time of death. It was reported the customer had a dazed look in their eyes before being hospitalized. The caller also reported the customer was admitted into the intensive care unit and later to the special care unit before passing. The official cause of death was from end stage renal disease part one. It was also found the customer had other health issues such as myocardial infarction, sepsis and heart disease. The caller reported the customer did use sensors, but it was unknown if the customer was wearing one at the time of death. It was also reported the customer was not wearing the insulin pump at the time of death. The insulin pump was removed from the customer's body on (B)(6) /2009. The caller declined to return the insulin pump for analysis.